Event description:
It was further reported that oversensing had been observed on the lv lead.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient complained of a 'thumping' on the left side of the chest, and extracardiac stimulation was noted. The left ventricular (lv) lead pacing threshold was changed, and the issue was resolved. The lead remains in use. The patient is enrolled in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).